Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an impedance measurement of 1,600 ohms. Boston scientific technical services (ts) was contacted and discussed that this lead is a high impedance lead and its measurements are within normal range. Subsequently, additional information received from the local sales representative states that this rv lead had impedances of 1,580 ohms before the procedure and when connected to the new device the impedances were 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
At this time the rv lead remains in service with the new device. Should additional information become available this investigation will be updated.